Event description:
Boston scientific received information that this patient blacked out from a high stress event. The patient is questioning if this had anything to do with their device. The patient stated that they have atrial fibrillation (af) and are on medications for that. No other adverse patient effects reported. The patient was referred to their physician.

Manufacturer narrative:
At this time the patient's device remains in service. Should additional information become available, this investigation will be updated.